Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As the device was not returned, no evaluation of the device could be performed.

Event description:
On (B)(6) 2020 the patient started dialysis treatment. The patient was administrated 500 unit heparin/hour (type unknown) during dialysis. It is unknown if there is a history of hit or sensitivity to heparin as there is no available patient medical history. On (B)(6) 2020, this patient implanted gore® acuseal vascular graft to construct a dialysis shunt in the patient¿s left forearm due to renal failure. On (B)(6) 2020, it was reported that a decrease of platelet count was noted. Heparin-induced thrombocytopenia (hit) was confirmed. Heparin administration has been discontinued and treatment is ongoing. Latex coagulating testing method was performed when hit was suspected. The physician reportedly stated that it is believed the direct cause of hit might not be the acuseal. The physician stated the patient is undergoing treatment and would like to not remove the device from the patient if possible. A platelet counts since initiation of the heparin therapy associated with implantation was provided: (B)(6). The device was occluded. Pta ballooning was performed but it was not successful. An explant procedure of the device is planned (date unknown). (B)(6) 2020: 286,000. The physician commented it is believed the direct cause of hit might not be the acuseal. Preoperative blood coagulation tendency and administration of fusan might have contributed to the occlusion of this device.